Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while establishing final arm angle. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation (mr) grade 3-4. During deployment, the clip failed the first establishing final arm angle (efaa). Troubleshooting was attempted by opening the clip back up and relocking but it continued to fail efaa. The clip was removed with no issue reported. Another clip was deployed with no issues reported. The procedure was complete with a final mr grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the analysis, a cause of the reported unintended movement (clip open ¿ efaa) associated with the clip opening during efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).